Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further, several head traumas have been reported. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user is slightly hyperactive, the parents reported that head-banging behavior is present, but there was no known trauma to the implanted side. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is slightly hyperactive, the parents reported that head-banging behavior is present, but there is no trauma to the implanted side as far they know.